Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the jaws of the device would not open. A new device was used to complete the procedure. There was no pt impact.